Manufacturer narrative:
Concomitant product(s): competitor 4471 lead, (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a sudden rise in threshold. The lead was reprogrammed and remains in use. The patient is a participant of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.